Event description:
Patient reported via annual bifs study questionnaire unknown side "lump or thickening in or near the breast or in the underarm area". This record is for the right side. The device has been explanted and replaced.

Manufacturer narrative:
Information contained in this report was previously submitted through psr on (B)(6) 2014. A review of the device history record has been initiated. If any new, changed or corrected information is noted, a supplemental medwatch will be submitted. The event of lump/nodule is a physiological complication and analysis of the device generally does not assist allergan in determining a probable cause for this event. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: contralateral (left) side rupture.